Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and determined that the cause of the reported issue was a capacitor, designator c14, which was electrically shorted and burned.   Physio also further examined the removed system/memory pcb assembly as well as the power pcb assembly.  Both pcb assemblies had sustained significant damage due to the shorted/burned capacitor (c14) on the interface pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system/memory pcb, power pcb and interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted.   There was no patient use associated with the reported event.